Event description:
It was reported to resmed that a system fault occurred on an astral device indicating a software fault. This resulted in an alarm which notified the caregiver of the error message. There was no patient harm or injury reported as a result of this incident. MFR # 3004604967-2015-00122.